Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the events, ¿foreign material in distal end¿ and ¿foreign material in objective lens¿ were confirmed. Foreign material resembling corrosion mixed with what appears to be remains from last procedures was found at distal end and objective lens. It was found that a leakage problem occurred due to a pinhole on the universal code. Therefore, it was determined that the foreign objects remained on the device because the device was returned to olympus without reprocessing at the facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the device was manufactured. The suggested events could have been prevented by handling the device in accordance with the following instructions for use (IFU): the reprocessing methods of cyf-vh are described in ¿cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual.¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the videoscope did not pass leakage test. The device was returned for evaluation. During the device evaluation, it was found that a foreign material resembling corrosion mixed with what appears to be remains from the last procedures were located at the distal end and the objective lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation also found that the connecting tube had a buckling, video cable had a wrinkle, light guide lens had a crack, video connector case had a crack, grip had a dent, switch #2 had a dent, water tightness was lost due to a pinhole on the universal cord, angulation lever had discoloration, and the upward/downward plate had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.